Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection test. An actual sample was returned for investigation and show no obvious abnormality upon visual inspection. The sample was subjected for inflation test using water according to its required balloon capacity. The balloon was inflated successfully without any difficulty. The balloon then subjected for deflation test with no issue at all. No issue observed during inflation test. Non-deflation could be due to several reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Besides that, based on the if u, it was advice to cut the shaft near the entry site as to allow the liquid to flow out of the balloon if the valve fails to deflate the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process. Catheter with defective balloon will be culled out during this process. Balloon could not be deflated may due to several reasons. However, the returned sample shows no issue during investigations per claimed. Therefore, this complaint could not be confirmed.

Event description:
It was reported that in the neurology department during the pre-test of the balloon prior to insertion, the balloon was not able to fully deflate. Clinical consequences: the device was not used on the patient.

Manufacturer narrative:
Qn #(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the neurology department during the pre-test of the balloon prior to insertion, the balloon was not able to fully deflate. Clinical consequences: the device was not used on the patient.